Manufacturer narrative:
A steris service technician inspected the washer and found that the wall mount for the detergent had fallen causing detergent to leak out into the hallway. The user facility stated to the steris service technician that while they were trying to find the source of the detergent leak they found a small amount of water contained under the washer. The technician further inspected the washer and found that the solenoid valves required replacement. The technician also found a pipe hanging over the washer was capped but leaking water. During the technician's repairs he was advised by the user facility that black mold was in the wall behind the washer. The cause of the black mold could not be determined. The user facility is taking steps to address the mold. No adverse affects have been reported. Although the technician made the proper repairs to return the washer to service the user facility requested that the washer be de-installed. The steris service technician de-installed the washer; the user facility will replace the washer subject of the reported event with a new steris reliance vision washer.

Event description:
The user facility reported that detergent was leaking from their reliance 444 washer. No report of injury.